Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 79 months and 36 charging cycles were documented. The memory content of the ICD was inspected. The inspection revealed that the eos status was activated on (B)(6) 2023, most likely resulting from an automatic capacitor reformation in a cold temperature environment. Besides that, the inspection showed no indication of a device malfunction while the ICD was implanted and in service. Next, the device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified and the battery condition was found to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The eos status was triggered 5 months after the explantation of the device, most likely due to influences of a cold temperature environment. The analysis of the device revealed no indication of a device malfunction.

Event description:
After an implantation period of approx. 80 months, it was reported that the device shows the eri status. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.